Event description:
The sales associate reported the original surgery was (B)(6) 2015, during this case the initial implant did not fit the patient's anatomy well. The surgeon attempted to modify the implant, however during modification the implant broke. The second/back-up implant was implanted and no adverse events were reported. On (B)(6) 2015 the back-up implant was explanted due to infection. The surgeon is requesting a new implant for this patient. No pathology or operative reports have been provided, the type of infection is unknown at this time.

Manufacturer narrative:
The part and lot history of the implanted unit is unknown; therefore the device history records are unable to be reviewed. The warnings in the package insert state this type of event can occur. The user facility is foreign; therefore a facility medwatch report will not be available. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. File three of three for the same event.